Manufacturer narrative:
An isi field service engineer (fse) went to the site to further investigate the customer reported issue. The fse performed a system verification and completed erbe instrument recognition, activation tests, and cautery testing during a system test drive without any issues. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a patient was burned by the generator from the vision side cart (vsc). The customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. The tse could not identify any related errors in the system logs. The following information is unknown: the cause, location, and severity of the burn injury, what medical/surgical intervention was rendered due to the complication, and the procedure outcome. Multiple attempts to obtain additional information have been made; however, no further details have been received.